Manufacturer narrative:
Attempts to obtain the device and patient information have been made but the information has not been received. A supplement will be sent when the information is received.

Event description:
It was reported that a patient with a supera stent experienced restenosis. The event occurred in (B)(6). No other information is available at this time.